Event description:
Approx 29 months post filter implant, one filter arm was found fractured and located in the liver. The pt was asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Attempts to obtain add'l info are underway.

Manufacturer narrative:
A product evaluation could not be performed as the device was not returned for evaluation. Despite attempts, further specific event, patient or product information was not provided for evaluation. Based on the information available, the result of the investigation is inconclusive. A definite root cause is unknown. The current IFU (instructions for use) states - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to - filter fractures.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 10 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.